Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device touchscreen was not responding when pressed. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility the touchscreen was found to be out of calibration. No additional info was provided.

Manufacturer narrative:
Testing and investigation was done at the user facility by the field service engineer. During testing the device touchscreen did not respond to the touchscreen test. The probable cause was the device touchscreen was found to be out of calibration. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.